Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 11-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: breast reconstruction, cathplace: breast. It was reported the patient cut the catheter and it migrated back into the patient's skin on (B)(6) 2019. The patient had talked to her physician, the physician was not going to do anything about the retained catheter. The patient asked the nurse hotline if the broken catheter would disintegrate or if it would just stay in her body. The patient was advised that it would not disintegrate and that she needs to contact her surgeon who would address her concerns. No additional information was provided.